Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps3 power supply was evaluated and adjusted to the optimal value. Multiple pcb's in the electronics box were evaluated and reseated. The gpos (general purpose operating system) cpu assembly bios was also evaluated and reset. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.